Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, the outer insulation had cosmetic environmental stress cracking and a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
Infection was reported. The right atrial lead was removed. No further patient complications have been reported as a result of this event.